Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited high shock impedance (>125 ohms) during a routine follow up office visit. A guidant technical services (ts) consultant recommended immediate evaluation of the lead. There have been no reported symptoms associated with this clinical observation.